Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp support started bleeding at impella access site. There was the cp and reperfusion cannula in the right femoral artery, and a central line in the right femoral vein. Md decided to remove the central line. Hemostasis was difficult to achieve where central line was removed. Heparin was stopped, one purse string was added, and several blood products were given. The impella cp was exchanged for 5.5. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported the care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations section: entering cardiac output section: potential adverse events (united states) . Added- b5 mso review, h6 component code d4-corrected model number f6/f8 should have been left blank in the initial report.